Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level and sensor issues. Blood glucose level at the time of the incident was 51 mg/dl which has been treated. Customer stated they lost sensor signal. Customer was assisted with troubleshooting and was advised to continue sensing. Customer did not report if auto mode feature was active at the time of the event. The sensor will not be returned for analysis.